Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed an infection and subsequently underwent an abutment removal under local anaesthetic and a cover screw was placed. The implanted device remains.